Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered multiple inappropriate shocks to the patient. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.